Manufacturer narrative:
One used device was received and evaluated. Testing found that solution would not flow into the cassette of the tubing set. The probable cause of the no flow of solution could have been due to the diaphram of the cassette was not correctly placed in the cassette during manufacturing. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver an unspecified concentration of saline. It was reported that during priming prior to patient use, solution passed through the tubing proximal to the cassette of the tubing set; however, there was no flow of solution into the cassette. No specific details were provided. No additional information was provided.